Manufacturer narrative:
Intuvie received a report indicating that the pump failed to generate an alert for air detected in the tubing. A review of the device's serial number history revealed no prior similar complaints. The device was not returned for evaluation; therefore, the failure mode could not be confirmed, and the root cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the pump failed to generate an alert for air detected in the tubing. No patient injury was reported.